Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, in lens vial. Visual inspection found no visible damage to lens. Claim #(B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the doctor felt that a 13.2mm, micl 13.2, -12.5 diopter, implantable collamer lens was not loaded correctly. Lens did not feel right injecting into the eye. He thought that maybe there was damage to the lens and did not want to use it and implanted the backup lens. The lens made contact with the patients eye but there was no patient injury. The doctor feels it was a loader error.